Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication cannot be determined or is unknown. This incidence may be related with use error, with multiple potential root causes. These may include: where the user incorrectly connects neutral pad to the generator and/or incorrectly/incompletely attaches neutral pad to patient, or connects a 3rd party generator and/or neutral/ground pad that has not been validated for use with generator (3rd party), resulting in neutral/ground pad that results in burns at application site (non-validated/incompatible ground pad, or pad that becomes partially detached from patient resulting in an increase in the current density leading to burns). Isi has received the generator involved with the reported event for failure analysis evaluation. However, as of the date of this report, the evaluation of the unit has not been completed. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this product. No video clip for the reported event was submitted for review. The customer provided 3 photo images of the burn injury which were reviewed by isi clinical development engineering (cde). Based on the images, it was confirmed that there is a burn on the skin measuring approximately 1.5 cm in length. A system log review was conducted on (B)(6) 2022 for a procedure on (B)(6) 2022 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the or staff noticed an unspecified burn on the patients left lateral thigh where the neutral pad was placed. At this time, the severity of the skin burn and the root cause of the intraoperative event are unknown.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the ¿check neutral pad¿ message appeared during the surgery. The operating room staff noticed an unspecified burn from the monopolar energy on her left lateral thigh where the third-party ground pad had been placed during the procedure. The procedure was completed robotically. The patient¿s current status was unknown. On 11-mar-2022, intuitive surgical, inc (isi) obtained the following information regarding the reported event from the site's director of perioperative services: the customer stated that the erbe generator was powered on per routine and used on a previous case with no untoward effect. Per routine, the surgery team inspects the monopolar curved scissor instruments including the integrity of the tip prior to use. In addition, the surgery team inspects the package integrity of the grounding as well as the integrity of the pad itself prior to use and that no findings were out of the ordinary prior to use in this case. The grounding pad was applied properly by the circulating nurse distally on the patient¿s left lateral thigh with no issues or defects. Per the patient¿s documented surgical history, there was no indication of a metal implant on the affected side and the skin at the site was assessed as warm, dry, and intact. The generator settings used during the procedure were: cut 4, coag 4, bipolar 4. According to the director of perioperative services, the following was noted in the operative note: ¿as I attempted to coagulate and cut the fibria of the right tube, we noted the monopolar scissors were not activating. Cautery neutral site (grounding pad) was checked. A burning smell was noted, and on inspection of the grounding site revealed a 1.5cm superficial skin burn. Both the scissors and the grounding pad were replaced, no further malfunction was noted.¿ additionally, per the operative note, it was documented: ¿the left leg was again examined at the site of the burn. Burn was superficial not penetrating past the dermis, about 1.5cm in length and 5mm in width.¿

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h3, h6, and h10. Device evaluation information can be found in the following fields: h6 and h10. On 07-apr-2022, the following additional information was obtained from the site's director of perioperative services regarding the reported event: per the director of perioperative services, the following assessment was documented in the operative note, ¿the left leg was again examined at the site of the burn. Burn was superficial not penetrating past the dermis, about 1.5cm in length and 5mm in width.¿ additionally, the director of perioperative services indicated, that on (B)(6) 2022 @ 1020, the physician progress notes for a post-operative visit in the clinic indicate: ¿skin: normal color, texture, no rashes/bruises/active lesions; burn on l thigh healing well, healthy granulation tissue noted." Also, on (B)(6) 2022, the surgeon prescribed the following outpatient medication: "silver sulfadiazine (silvadene) 1 % cream apply topically 2 times a day." D14 - the electrosurgical unit (esu) was returned to intuitive surgical, inc (isi) for failure analysis; however, the reported failure ("check neutral pad" message) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation.